Event description:
A physician reported that abnormal sound was heard from cutter, and the cutter could not aspirate midway through the surgery. The cutting sometimes became unstable and sometimes did not during surgery. The procedure type was unknown. The surgery was completed after replacing it with another pack. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).